Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that inappropriate atp therapy was delivered. Several episodes of atrial fibrillation with rapid ventricular response were observed via remote transmission. Programming changes were made. Device remains implanted.